Manufacturer narrative:
The date of the event was not reported; the aware date was used.

Event description:
It was reported that a perforation occurred. A left atrial appendage (laa) closure procedure was being performed. It was reported via social media that the physician perforated the heart of the patient and that the laa needed to be removed because of this.